Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she had a loss of therapy and was only going to the bathroom once per day. She was not able to effectively empty her bladder. She was able to sync with implantable neurostimulator (ins) and was receiving stim on program 3 at 4.4v. She could feel stimulation. She hurt at the implant site but did not know if it was because shes been losing weight. Patient stated she could feel stim in bicycle seat area at setting of 4.2 in june. It was also reported that she could feel it in her body when programmer battery was low and it needed adjustment. She felt this sensation in her lower area. It went in and out of her vagina and buttock area. Patient services informed patient that the patient programmer (pp) like a remote control for her tv and it would be unexpected that she felt changes in her body when pp batteries low. A few days later, the healthcare provider (hcp) reported that they called patient and pp batteries was replaced. It was indicated that the reported of sensation changes when pp batteries low, pain at implant site , only going to bathroom once a day and unable to empty bladder had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.